Manufacturer narrative:
Halyard health received one ng tube sample. No product packaging was received. The product did not contain a lot number identification. The sample was examined. Subject sample provided confirmed multiple jagged holes were observed near the proximal end, below the y-adapter. However, process assessment found no activities or tools that could cause this type of flaw in the tube component. The root cause could not be determined. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 27-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving an unknown number of patients. This is the second of two reports. Refer to 3011270181-2018-00021 for the first event. It was reported that a dobhoff feeding tube was inserted, and placement was confirmed. When the nurse started to use the feeding tube, the medication expelled out of a slit/hole in the tubing. The feeding tube was removed and saved. Additional information received stated that the slit was located in the nasal area. The centimeters were not marked, but it was noted that the nasal area is usually around 65 cm. FDA user facility report # 3600840000-2018-8015 was received on (B)(6) 2018.